Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and loss of capture (loc). The patient was reported to be dependent and presented to the emergency room (ER) as a result. The patient underwent surgical intervention to remove and replace the device. The physician experienced difficulties removing the lead as it would not retract. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and loss of capture (loc). The patient was reported to be dependent and presented to the emergency room (ER) as a result. The patient underwent surgical intervention to remove and replace the device. The physician experienced difficulties removing the lead as it would not retract. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. Additional information was received stating the lead was discarded.